Event description:
Rec'd info stating customer rec'd multiple occlusion alarms. The reported did not know if blood glucose level was impacted.

Manufacturer narrative:
F/u with contact on (B)(4) 2014 indicates that customer had changed out, cartridge, tubing, and site, and no further alarms had occurred. No product returning for evaluation. Should new relevant info become available, a f/u report will be submitted.